Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), the leaflet damage and patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with an mr grade of 3. Two clips (704247u140, 70502u114) were implanted, reducing the mr to 1. On (B)(6) 2018, the patient presented with dyspnea and an echocardiogram was performed which found that the mr had increased to 4. The lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), the leaflet was torn off and as an effect there was a big prolapse lateral. The patient was sent to surgery to replace the mitral valve however post surgery the patient died. In the physicians opinion, the patient expired due to the surgery to replace the valve. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be confirmed which of the two clips had experienced an slda. As such, a lot history review will be performed for both the lots. The results are as follows: part / lot / serial number (s/n): (B)(4); date of manufacture: 28-apr-2017 ; expiration date: 28-apr-2018 . Part / lot / serial number (s/n): (B)(4); date of manufacture: 02-may-2017; expiration date: 02-may-2018 . The devices were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported mr was likely a result of the slda, and the reported dyspnea, was likely a cascading effect of the mr. The reported mitral valve injury (tissue damage) was a result of the procedural circumstances due to the slda. The reported death was a complication of the mitral valve surgery and was unrelated to the mitraclip device. The reported patient effects of mr, shortness of breath(dyspnea), mitral valve injury (tissue damage) and death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this case, death was a complication of surgery and was unrelated to the mitraclip device. The need for surgery was caused by a recurrent mr due to clip detachment which was a secondary complication of am initially successful procedure.